Event description:
It was reported that the customer was hospitalized with high bgs. Customer has dementia and changed the infusion set two days ago. Spouse was concerned that there was a problem with the bolus wizard. Troubleshooting conducted during the phone call indicated the device was working properly. Explained the two high bg rule and instructed to call back for further testing when tubing clamp received.